Manufacturer narrative:
No patient information received to date after calls to customer (B)(6) 2022. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was replaced to resolve the issue. Legal manufacturer: (B)(6).

Event description:
The hospital reported a malfunction resulting in over delivery of pressure during a case. The patient was switched to an ambu bag, unit replaced and case resumed. There was no patient injury.